Event description:
During an onsite visit at the user facility, the olympus field service engineer was informed by the technician at the facility that the evis exera iii video system center was producing a black image. No patient injury or harm was reported.

Manufacturer narrative:
During troubleshoot, the olympus fse determined that the root cause of the reported no image malfunction was due to a faulty (bnc) connector on the wall bnc patch plate. The fse observed the signal failed while manipulating the cable while it was attached to the wall bnc patch panel. The cables were removed and then installed a customer serial digital interface (sdi) cable from the processor to the wall monitor and it tested/functioned appropriately. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the faulty bnc connector on the wall bnc patch plate could not be identified. Olympus will continue to monitor field performance for this device.